Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 12atms on the first inflation, when inflated for 10 seconds during predilation. The lesion being treated was located in the calcified and 99% stenotic left anterior descending artery (lad). The procedure was successfully completed with another balloon. Patient status is listed as "good".